Event description:
It was reported this right ventricular (rv) lead was an attempted implant due to continued out-of-range pacing impedance measurements which were less than 200 ohms during pre-implant testing. The procedure was completed with a replacement lead with an unknown model, serial and manufacturer. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was an attempted implant due to continued out-of-range pacing impedance measurements which were less than 200 ohms during pre-implant testing. The procedure was completed with a replacement lead with an unknown model, serial and manufacturer. No adverse patient effects were reported.